Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a handpiece sensor fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include an internal short or component failure of the hall board.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the motor drive unit had broken port. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. Preliminary results of investigation have concluded that this unit had a "handpiece sensor fault" which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.